Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture, decreased pacing impedance from 680 to 396 ohms along with decreased intrinsic amplitude from 19 to 5.5 millivolts. The patient was hypotensive. A pericardial effusion was performed and an x-ray was taken which showed the lead close to the cardiac margin. Subsequently a revision procedure was performed where the rv lead was explanted and a new lead implanted. The patient has stabilized. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.